Event description:
It was reported that during the ablation procedure to treat atrial fibrillation faradrive steerable sheath clear was selected for use. It has been mentioned that when orion was inserted during pre-mapping, air could be removed continuously from the flushing port. A non-boston scientific pump was used for the irrigation of sheath. The procedure was completed successfully by using a different device (same model, boston scientific product). No patient complications have been reported. The product is expected to be returned.

Event description:
It was reported that during the ablation procedure to treat atrial fibrillation faradrive steerable sheath clear was selected for use. It has been mentioned that when orion was inserted during pre-mapping, air could be removed continuously from the flushing port. A non-boston scientific pump was used for the irrigation of sheath. The procedure was completed successfully by using a different device (same model, boston scientific product). No patient complications have been reported. The product is expected to be returned.

Manufacturer narrative:
Device technical analysis: the referenced faradrive steerable sheath was returned for analysis. Visual inspection of the device noted no abnormalities. Microscopic inspection of the hemostatic valve identified tears in both the inner and outer valve. Pressure and vacuum testing were performed, and the sheath exhibited leaking (both air ingress and fluid egress) through the tears on the valves.